Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an angioplasty procedure using the litepac device. Upon opening the package and preparing to flush the system, it was observed that the posterior end of the balloon catheter was disconnected. The device was not used, and it was replaced with another product of the same model to complete the procedure. There was no reported patient contact.

Event description:
On (B)(6) 2026, a patient was prepped for an angioplasty procedure using the litepac device. Upon opening the package and preparing to flush the system, it was observed that the posterior end of the balloon catheter was disconnected. The device was not used, and it was replaced with another product of the same model to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the litepac device was not returned for evaluation. However, two photos and one video file were provided for review. The review of the imagery could not confirm the reported detachment issue. The imagery showed a litepac catheter and its hub adjacent to it but not connected to the shaft. A bend on the hub strain relief was noted, this likely points to a shaft bend or kink having been present which lead to a shaft break. The device carton and labelling confirmed the reported device been a litepac and from the lot number that was logged on the gcs. The result of the investigation is unconfirmed for the reported shaft detachment issue but confirmed for a shaft break issue. The definitive root cause for the reported shaft detachment issue could not be determined based upon available information and imagery review. Labeling review: the instruction for use (IFU) for this lifestream device was reviewed and the following sections are applicable. Indications for use: the litepac pta balloon catheters are intended for balloon dilatation of renal iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae these catheters are not designed to be used in the coronary arteries contraindications none known. Warnings: the litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device nonpyrogenic do not reuse reprocess or resterilize. Do not resterilize after resterilization the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications cleaning reprocessing andor resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal andor mechanical changes this can compromise the structural integrity and or essential material and design characteristics of the device which may lead to device failure andor lead to injury illness or death of the patient. Visually inspect the packaging to verify that the sterile barrier is intact do not use if the sterile packaging pouch has been damaged or unintentionally opened prior to use. Use the balloon catheter prior to the use by date specified on the package. Do not advance the guidewire balloon catheter or any component if resistance is met without first determining the cause and taking remedial action. Precautions: carefully inspect the balloon catheter prior to use to verify that balloon catheter has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident. Careful attention must be paid to the maintenance of tight balloon catheter connections to avoid the introduction of air into the system. Proper functioning of the balloon catheter depends on its integrity care should be used when handling the balloon catheter damage may result from kinking stretching or forceful wiping of the balloon catheter do not continue to use the balloon catheter if the shaft has been bent or kinked. If the hypotube kinks prior to or during use the balloon catheter should be discarded no attempt should be made to straighten a kink in the hypotube. How supplied stored: litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device keep dry keep away from sunlight use the device prior to the use by date specified on the package. Directions for use: devices and substances required to be used with litepac pta balloon catheter: inflation device with manometer, sterile syringes 20 ml, 0014 0356 mm guidewire, contrast medium, normal sterile saline. Introducer sheath or guiding catheter refer to product label for the correct size. Haemostatic valve. Stopcock. Flushing needle. Note: devices and substances described above shall be prepared and used according to the manufacturers instructions for use inspection and preparation: 1. Choose a balloon catheter appropriate to lesion length and vessel diameter. 2. Remove the balloon catheter from the packaging then remove balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the balloon catheter as close to the balloon as possible. 3. If any resistance is felt or if any stretching of the balloon catheter is observed while removing the balloon protector the product should not be used. 4. The balloon catheter should then be inspected for bends kinks or stretched portions do not use if product damage is evident. 5. Prepare a mixture of contrast medium and normal saline as per normal procedure recommended 25 75. 6. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 7. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. 8. Turn the stopcock off and maintain the vacuum in the balloon. 9. Prepare the balloon catheter by inserting a flushing needle into the balloon catheter. Tip and flush with sterile saline solution care should be taken not to damage the balloon catheter tip. Note: reinserting the balloon catheter into the balloon protector may damage the balloon or catheter. Insertion and inflation: note: when the litepac pta balloon catheter is in its most distal position on the guidewire a guiding catheterintroducer sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire balloon catheter or any component if resistance is met without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. 10. Attach a haemostatic valve to the appropriate guiding catheter introducer sheath which has been previously inserted into the vasculature following standard product guidelines. 11. Insert the guidewire 0014 0356 mm max into the guiding catheterintroducer sheath through the haemostatic valve under fluoroscopy guidance position the guidewire across the lesion in accordance with accepted pta techniques. 12. Make sure that the balloon protector has been removed from the balloon catheter back load the guidewire into the distal tip of the balloon catheter. 13. Advance the balloon catheter under fluoroscopy guidance in small steps to the tip of the guiding catheter introducer sheath. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.